Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a minor blood leak alarm occurred. Test strips were negative. Nurse suspected an occlusion. There was no blood loss. The nurse returned blood to pt. Pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. There is no sample available.